Manufacturer narrative:
Eval results - a visual inspection of the returned prod shows the lens is stuck in the cartridge. There is clear surgical residue on the lens. It should be noted that the injector was not returned for evaluation. Conclusions: it is likely that damage to the lens occurred while maneuvering through the delivery sys. An investigation was opened to eval a complaint trend associated with lens tears that was originally identified in june 2005. Possible root causes for lens tears include both delivery sys issues and possible handling errors by the customer. To address delivery sys issues, all stages in the mfg of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.

Event description:
The reporter stated that when the doctor was advancing a three piece silicone lens model aq2003v, and the haptic bent and tore. There was no pt contact or injury.